Event description:
The following report was received from the affiliate. This complaint is from a clinical study. Approximately six months post index procedure, the pt complainted of chest pain. A stress electrocardiogram was conduced and the result was positive. Cag was also conducted and 71% restenosis was observed inside the implanted cypher des. To treat the restenosis, poba was conducted with a 2.5x12mm balloon at 16atms. Inflation time was unk. The residual % of stenosis was 8% and the symptoms improved. The pt was in stable condition. Physician's comment: there was no problem when the cypher was implanted.

Manufacturer narrative:
The target lesion was the proximal circumflex. The lesion was de novo, eccentric, tubular and bifurcated, but was not calcified or tortuous lesion. The diameter of the vessel was 2.4mm and the lesion length was 5.9mm. Pre-procedure stenosis was 57%. The lesion classification was type b2. The index procedure was an elective case. Brachial approach was chosen for the procedure. Pre-dilation was conducted with a 2.0x20mm balloon at 12atms. Inflation pressure and time are unk. A 2.5x23mm cypher des was deployed at 15atms for 16 aprrox 30 seconds at the target lesion. Post-dilation was conducted with a 2.5x23mm balloon at 8atms. Inflation time was unk. Timi flow pre and post procedure was iii. The residual % of stenosis was 18.6%. Ivus was not conducted. There was a 2.25x8mm pixel stent implanted distally at the distal circumflex. Both were the same size and details are unk. Anti-platelet therapy conducted is the following: heparin 9000u/day, nitroglycerin 25mg/day, isosorbide mononitrate 10mg/day, aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, and amlodipine besilate 5mg/day. Please note: device is distributed outside of the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.